Event description:
It was reported that patient underwent elbow procedure (B)(6) 2010. Subsequently, patient was revised (B)(6) 2013 due to loose humeral component. Humeral component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: 6. Loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.